Manufacturer narrative:
Section h6: health effect - clinical code corrected a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5 narrative info. H6 updated codes. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The source of the infection was pump pocket. Culture result showed diphtheroids and strep viridans; it was progressive to weakness, abdominal pain, drainage from subxiphoid wound. The device operated as expected. Onset infection was reported under MFR number: 2916596-2017-00194.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient passed away due to bacteremia. The outcome was considered to be device or therapy related. An autopsy would not be performed.